Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Information was provided that the 1.50cyl 16.0 diopter (add power +2.2/+3.2) was replaced with a monofocal toric 1.50cyl 15.5 diopter lens. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that post implantation of an intraocular lens (iol) the patient experienced no clear astigmatic axis and the patient was not happy. Post implantation of approximately one month the lens was explanted.